Event description:
It was reported that, noise resulting in oversensing, competitive atrial pacing, and inappropriate automatic mode switch were noted on the right atrial (ra) lead. Ra lead damage was suspected but this was not confirmed. No intervention has been performed. The patient is stable.